Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a priming attempt. The customer's blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also stated that he could not get passed the fill cannula step and the insulin pump was humming and read "fill tubing." The customer also stated there was moisture on the upper left side of the screen, causing a rainbow-like effect on the display. Nothing further was reported.